Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient seeking legal action. Pfs and medical records were received from legal. Records are available for further review. On 10/31/2014 updated patient harm and/or product codes nr. Update: 3/11/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Update rec'd 10/29/2014- pfs and medical records received. Pfs alleges pain, increased metal ions, and inflammation. The medical records indicate the patient was revised on (B)(6) 2014 for pain and increased metal ions. The stem is being added for the increased metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/26/2014.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.